Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that that they had a stimulation issue. The patient stated, "I am always feeling the vibration." The patient mentioned they had decreased the stimulation but continued to feel stimulation all the time. The patient reported feeling the stimulation in the vaginal area, describing it as "like something in there." The patient also mentioned they had been experiencing accidents. The patient confirmed they haven't consulted their managing healthcare provider (hcp) prior to the call. The agent reviewed considerations for therapy optimization, general programming guidance, and educated the patient on the general use of external devices. The agent walked the patient through connecting to the ins and switching between programs. The patient was able to connect to the ins, change programs, and increase the stimulation. The caller confirmed the patient felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and to contact their managing healthcare provider if symptoms persist.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.